Manufacturer narrative:
Product event summary: it was confirmed that the programmer had a broken screen.

Event description:
It was reported that the programmer's display screen was cracked, and the crack made the screen very difficult to read. The screen has gotten progressively worse over the past month. The programmer has been returned to service. No patient complications have been reported as a result of this event.